Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11g12049. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the event was not reported. On an unreported date in 2012, the patient was discharged from the hospital. The patient was recovering. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.